Event description:
Information received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The technician found the rubber plunger was detached from the valve stem. He replaced the CPR/trend valve to repair the bed.